Manufacturer narrative:
The customer indicated that the devices were discarded. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of no flow. The tubing sets were being used to deliver unspecified solutions. The customer contact reported that when the clave ports were accessed with unspecified syringes or tubing sets, the solutions did not flow. The tubing sets were replaced and the therapies were delivered. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.